Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular lead was capped and replaced due to a pacing impedance lead warning of impedance less than 200 ohms. There were no patient complications reported and the procedure was tolerated well by the patient.